Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the unit was not filling. Replaced circulation pump. Unit not cooling. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not filling. The root cause was due to circulation pump faulty. The device was not cooling due to mixing pump faulty. As per review of wo on (B)(6) 2023, date of event occurred was (B)(6) 2023.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not filling. The root cause was due to circulation pump faulty. The device was not cooling due to mixing pump faulty. As per review of wo on 17jan2023, date of event occurred was (B)(6) 2023.